Manufacturer narrative:
Country is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient had an infection after surgery. It was not clear what specific position the infection took place at. It was unknown if there was more than 50% reduction in symptoms. It was unknown if effective measures were taken or when/if they will be taken. The troubleshooting was unknown. The patient's status was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturing representative (rep) indicated the actions/interventions taken to resolve the infection were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.